Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Manufacturer narrative:
The previously reported conclusion code 78 will no longer applies to this event.

Event description:
It was reported that there was premature battery depletion and low impedances were found. It was noted that there was a possible open circuit. It was unclear if the reporter meant open circuit or short circuit, as low impedances suggest a short circuit. The reporter stated that the patient had a shocking or jolting sensation. It was reported that the device was explanted and replaced. It was noted that there were no patient symptoms, and the patient suffered no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed "no anomaly."

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.